Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed both controls and patient samples were recovering low for the hematocrit (hct) and mean corpuscular volume (mcv) parameters. The fse replaced a faulty wbc (white blood cell) bath and aspiration syringe plunger resolving the issue.

Event description:
On (B)(4) 2014, the customer reported erroneous low hematocrit (hct) and mean corpuscular volume (mcv) results on several patient samples were generated when using the coulter act diff analyzer. The erroneous test results were reported out of the laboratory, however, there was no reports of death, injury, or affect to patient treatment associated with this event.